Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. The vacora probe received was bloody and contaminated with bio-residue in the vacuum hose. The cannula was retracted, exposing the sample notch. The syringe was disconnected from the vacuum hose, while the vacuum hose was securely attached to the probe. The vacuum hose was reconnected to the syringe. In order to completely load the probe into the driver, the turning raster was moved until the cannula and stylet were in their initial position. The vacuum hose detached from the syringe during functioning testing. It was noted that the lumen of the stylet was completely occluded with bio-residue. It is likely that the occluded stylet lumen contributed to the reported issue. The investigation is confirmed, as the probe was received with the vacuum hose detached from the syringe. However, the definitive root cause could not be determined based upon available information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that following the completion of a breast biopsy, while placing the last tissue specimen into the sample cup, the end of the vacuum tubing popped off and spattered blood all over the physician. There was no reported patient or physician clinical consequence.